Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The computer was found to have application booting errors where the software was then discovered to be corrupted. The application software was then re-installed onto the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed "system booting please wait". The reported issue occurred when starting up the imaging system. Restarting the system did not restore functionality. An attempt to remote desktop into the imaging system was unsuccessful by medtronic personnel. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.